Manufacturer narrative:
Device passed the displacement test and self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected rewind anomalies noted. However, moisture damage at electronic assembly. Also, moisture damage on the keypad, motor and vibrator assembly during visual inspection. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons had to press several times for response. Customer stated moisture under screen and no delivery alarms during priming process. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.